Event description:
It was reported that the right ventricular (rv) lead exhibited noise and low, out-of-range pace impedance values of less than 200 ohms. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.